Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient had a tritanium primary cup 56mm implanted in (B)(6) 2016. The tritanium primary cup was explanted on (B)(6) 2016 due to fibrous ongrowth.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: some scratching was noted on the non coated surface of the shell, the device was otherwise unremarkable. No bone on growth was noted on coated surface of the implant. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
The patient had a tritanium primary cup 56mm implanted in (B)(6) 2016. The tritanium primary cup was explanted on (B)(6) 2016 due to fibrous ongrowth.